Manufacturer narrative:
(B)(4), this follow-up report is being submitted to relay additional information. Pictures have been received. The reported event can't be confirm as it can't be seen any damage of the inner pouch or cement powder leak. The product analysis can't be performed as the product was not returned. The complaint is related to a well-known event, previously evaluated and investigated. No further investigation is required as per 21 cfr part 820.198 complaint files §(b) and (c). Investigation results concluded that the reported event was due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner package leaked. This issue was found before the surgery started. It was also reported that the product will not be returned due to shipment cost. No adverse health consequence has been reported as the result of the malfunction.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the inner package leaked. This issue was found before the surgery started. No adverse health consequence has been reported as the result of the malfunction.